Event description:
It was reported the tip fell off during surgery. There was no harm or delay in procedure. No adverse events were reported as a result of this malfunction. Upon receipt of additional information, it was determined that the device did fall into the patient's wound and was retrieved.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the device did fall into the patient's wound and was retrieved. This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the tip fell off during surgery. There was no harm or delay in procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. H3 other text : discarded by hospital.

Event description:
No additional information available.